Event description:
Quote in july 2006 "podiatry today" indicates that physician had two cases, where he had to remove a stabilization rod due to an inflammatory reaction. One of these cases was previously reported to company any filed as MDR in 2004. When doctor was contacted regarding second case, he indicated he was unable to find the file or provide further information. This was early in the practice with this product surgeon remains a current user today.

Manufacturer narrative:
Device not returned. No additional information available. Doctor said he was unable to locate file. Previous other report filed in 2004 as MDR.